Event description:
It was reported that a patient walked too soon following surgery and the axis beams became ustable and created an infection. A reoperation was performed to treat the infection and the beams were removed.